Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient, coincident with extraneal viaflex therapy for peritoneal dialysis (pd). It was clarified that on (B)(6) 2011 (previously reported as (B)(6) 2011), the patient experienced peritonitis (peritoneal cloudy effluent without definite diagnosis of peritonitis) manifested by abdominal pain. On the same date, the patient was hospitalized for peritonitis. On (B)(6) 2011, the patient began treatment with ancef and received genta. On (B)(6) 2011, the patient began remedial therapy with genta. On (B)(6) 2011, the patient was discharged from the hospital. On (B)(6) 2011, treatment with genta was discontinued. On (B)(6) 2011, the peritonitis resolved, and treatment with ancef was discontinued. The cause of the peritonitis was unknown. Extraneal therapy was ongoing. The reporting nurse did not know whether the peritonitis was related to extraneal therapy. This report was initiated in response to the fca letter.